Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 29 mg/dl. Troubleshooting was performed, and found that the customer was treated based on the sensor glucose readings, not the blood glucose readings. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.